Manufacturer narrative:
Correction made to b3 date of event and a2 age at time of event. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the cylinder identified wear in a fold at the distal, middle, and proximal end of the cylinder. The cylinder had a leak from the fold in the proximal end. Broken fabric thread was found in the proximal end of the cylinder. Based on the information available, the reported observation was confirmed, and a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. The patient underwent surgical intervention to revise the ipp, and during the procedure, found a hole in the left cylinder. The left cylinder was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. The patient underwent surgical intervention to revise the ipp, and during the procedure, found a hole in the left cylinder. The left cylinder was replaced. There were no patient complications reported.